Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual test were performed and the reported issue was duplicated. The cause of the reported issue was due to the remote dose connector. As a result, the downstream occlusion seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device presented a failure in the push button when connecting to the pump. During physical inspection, it was found that the downstream occlusion seal was detached. There was unknown patient involvement, no patient injury was reported.